Manufacturer narrative:
Complaint not confirmed, the device was returned without suture. The allegation could not be observed.

Event description:
On (B)(6) 2021, it was reported by a sales representative via (B)(6) that a ar-1322bcnf suture anchor broke. This occurred during use, upon insertion the sutures immediately broke through the inner rig of the anchor. The case was completed successfully using a new anchor of the same part number and different lot number. There was no patient effect reported.

Event description:
On (B)(6) 2021, it was reported by a sales representative via (B)(6) that a ar-1322bcnf suture anchor broke. This occurred during use, upon insertion the sutures immediately broke through the inner rig of the anchor. The case was completed successfully using a new anchor of the same part number and different lot number. There was no patient effect reported.

Manufacturer narrative:
Complaint not confirmed, the device was returned without suture. The allegation could not be observed.